Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, inspection of the fracture surface of the low-strength guide wire distal end revealed layered resin solidification and the presence of welds. When the fracture surface of the guidewire tip with low strength was checked, the resin solidified in layers, resulting in welds. Brittle fractures originated at the welds, making the guide wire distal end more susceptible to tearing. This suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. Brittle fracture was occurring starting from the weld, and the guidewire tip was prone to tearing. It was found that the guidewire tip was defective and could not be molded under optimal processing conditions. The instruction manual contains a warning to the user regarding this event. (Drawing number:gk5911, revision number : 23) as a result of checking the instruction manual, the following description related to this event was found. > of the contents of the < instruction manual (fig. No.: gk5911, revision no.: 23) when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. When using a guidewire, insert this product into the forceps plug of the endoscope while holding the tip as shown in figure 4.20 and aligning the tip with the guidewire. As shown in fig. 4.21, do not insert the tip at a large angle between the guide wire. Doing so may damage the guidewire tip and prevent insertion along the guidewire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use mechanical lithotriptor distal tip for passing guidewire was torn. The issue occurred during lithotripsy performed for a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using the same set of equipment. There were no reports of patient harm.